Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after a stenting of the right common iliac procedure using a 7f sheath. Reportedly, the foot was deployed and the plunger wiggled out before the needles were deployed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿plunger wiggled out before the needles were deployed¿ was confirmed as a partial plunger deployment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.